Event description:
It was reported that the patient had an implantable pulse generator (ipg) replacement due to an unknown reason. A non-rechargeable device was implanted. No further information has been obtained. Additional information was received that the patient was doing well postoperatively. No devices will be returned.

Event description:
It was reported that the patient had an implantable pulse generator (ipg) replacement due to an unknown reason. A non-rechargeable device was implanted. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.